Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had been experiencing pneumonia for the last few months and was unable/unwilling to go to the hospital. The patient had a "significant cause" that resulted in rib fractures. They were admitted for a tune up, right heart catheterization was completed, and no changes were made. Pneumonia treated. Computed tomography angiography (cta) showed no pulmonary embolism, and stable tubular fluid collection in the anterior abdominal subcutaneous tissues extending into the anterior mediastinum. The patient was discharged home in stable condition. Small to moderate right-sided pleural effusion with volume loss. Left-sided pleural effusion has resolved. Overall improved aeration. It was later reported that the type of fluid collection was tubular fluid likely elated to previously tunneled right ventricular assist device graft. Cta revealed stable small to moderate right-sided pleural effusion with volume loss. It also revealed that a left-sided pleural effusion had resolved. Overall improved aeration. There was stable tubular fluid collection in the anterior abdominal subcutaneous tissues extending into the anterior mediastinum. Right heart catheterization with ramp study was performed on (B)(6) 2025. The speed was at 5400rpm, flow was at 4.2 lpm, power was at 3.8 watts, and the pulsatility index (pi) was 2.0. There was multiple pi events seen but no low flow alarms. Patient's charts show their mean arterial pressure at 64mmhg, ra pressure at 18mmhg, rv pressure at 40/18 mmhg, pa pressure at 45/25 mmhg. Pcwp at a mean of 25 mmhg, pa saturation of 70% with noninvasive arterial saturation of 98%, fick cardiac output/cardiac index at 4.6/2.4, thermodilution cardiac output/cardiac index at 4.9/2.5, fick svr of 786. Fick pvr of 1.5, thermodilution svr of 734, thermodilution pvr of 1.4and papi at 1.11. There were no speed changes. Esophagram appeared normal. It was also said that device therapy did not attribute to patient's pneumonia.